Manufacturer narrative:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a cadiere forceps instrument stopped working and the customer had to pull the cannula out with the instrument because the end of the instrument had shifted. The customer had to cut the tip off to remove it from the cannula. Based on the claim against the product by the customer noting that the instrument stopped working during surgery and that the customer had to pull the cannula out with the instrument because the end of the instrument had shifted and cut the tip off the instrument to remove it from the cannula, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The cadiere forceps instrument was analyzed, and failure analysis (fa) was able to confirm the reported complaint. Fa found the primary failure of a broken main tube to be related to the customers reported complaint. The instrument was found to have the main tube broken. A piece of the main tube measuring approximately 0.263¿ x 0.345¿ was not returned with the instrument. The distal tip end of the instrument was returned. The root cause of this failure is typically attributed to mishandling/misuse. The complaint regarding the reported issue was confirmed based on fa, which indicates that the device did contribute to the customer reported issue. A review of the instrument log for the cadiere forceps instrument (part# 41049-08 / lot# k10220404-0587) associated with this event has been performed. Per this review of the logs, the following was confirmed: the instrument was used on 12-sep-2022 during a pulmonary lobectomy procedure via system serial# sk5094. There were14 uses remaining after this last usage. There is no indication that the instrument was used in subsequent procedures after the alleged event reported in this record. This last usage of the device was before the reported event date. Images associated with this reported event were not submitted for review. This complaint is reportable due to the following: failure analysis acknowledges that a piece of the main tube was missing from the cadiere forceps instrument that enters the patient (distal end). There was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, a cadiere forceps instrument stopped working. The customer had to pull the cannula out with the instrument because the end of the instrument had shifted. The customer had to cut the tip off to remove it from the cannula. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information, however, no further details have been received as of the date of this report.